Event description:
Patient representative reported patient experienced "high-grade" capsular contracture - baker grade unknown, ¿swollen axillary lymph nodes¿, ¿leakage of the implant¿, ¿pain in the breast and armpit areas¿, ¿significant feeling of tension in the chest¿, and ¿inflammation of the pseudocapsules¿. The following non-device related events were additionally reported: ¿joint pain, significant muscle pain, back and shoulder pain¿, ¿extreme headaches¿, "fatigue¿, "panic attacks¿, ¿poor concentration¿, ¿memory loss¿, ¿sleep disorder¿, ¿forgetfulness¿, ¿hair loss¿ , ¿irritability¿, ¿poor eye sight¿, ¿depression¿, ¿auto immune disease hashimoto¿ and ¿dysregulation of the thyroid¿. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Patient dob: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "high-grade" capsular contracture - baker grade unknown, "swollen axillary lymph nodes¿, and "leakage of the implant¿.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ double capsule: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings on the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ malaise-ndr: not applicable as the event is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ depression-ndr: not applicable as the event is not related to the device. ¿ autoimmune/connective tissue disorders-ndr not applicable as the event is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient representative reported patient experienced "high-grade" capsular contracture - baker grade unknown, ¿swollen axillary lymph nodes¿, ¿leakage of the implant¿, ¿pain in the breast and armpit areas¿, ¿significant feeling of tension in the chest¿, and ¿inflammation of the pseudocapsules¿. The following non-device related events were additionally reported: ¿joint pain, significant muscle pain, back and shoulder pain¿, ¿extreme headaches¿, "fatigue¿, "panic attacks¿, ¿poor concentration¿, ¿memory loss¿, ¿sleep disorder¿, ¿forgetfulness¿, ¿hair loss¿ , ¿irritability¿, ¿poor eye sight¿, ¿depression¿, ¿auto immune disease hashimoto¿ and ¿dysregulation of the thyroid¿. The device has been explanted. This relates to the left side.